Manufacturer narrative:
A1: patient identifier is referenced to a study subject. The patient referenced in this event file is enrolled in the tgr23-02aa together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). H.6: h.6. Type of investigation code b20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore over the imedidata database and the study site: on (B)(6) 2026, the patient underwent a pre-operative procedure to treat hydronephrosis, which was successfully resolved bilaterally. Prior to the study-site intervention, the patient was treated at another hospital for renal insufficiency. During that hospitalization, a ureteral stent was placed, and the patient remained admitted for one week. The patient presented later to the study site and was an emergency case following an incidental finding of a clinically relevant aneurysm. The study site performed a bilateral endovascular procedure to treat an aortoiliac aneurysm and resolved the finding on (B)(6) 2026. During the night of (B)(6) 2026, a (B)(6) year-old male patient was operated and an intra-procedural renal artery intervention to place two stent grafts (2x bxa062902e - gore® viabahn® vbx balloon expandable endoprosthesis) for left and right renal artery was necessary. It was completed successfully. Following all previously implanted gore® devices for the iliac branches, it was used a gore® excluder® aaa endoprosthesis (rlt, sn: (B)(6)) with two gore® excluder® aaa endoprostheses - contralateral leg devices (right a plc181200, plc231000 and left with plc231000, and plc271000). During this procedure, there was a successful deployment of the rlt device in correct infra-renal position, containing the ballooning of the proximal end of the trunk. However, during advancement of the balloon catheter to this proximal part, reportedly there was a 7 mm proximal migration of the rlt trunk which covered both renal arteries. The physician stated that the position could not be corrected after ballooning, therefore, the physician decided to use 2 vbx stents. Subsequently, the partially covered renal arteries were catheterized and then could be deployed by these 2 vbx stent grafts without issues. On march 17, 2026, it was further reported by the physician that the rlt migration was not related to a functional problem as the device worked as intended. He stated that deployment steps went well, the correct position was reached and then, it was necessary to use a balloon catheter (unknown brand name) with the advancement thru a sheath and due a high friction of the highly kinked (shaggy aorta) this could cause then a push at the rlt device. During a forward pressure attempt into the proximal end of the trunk it came to the migration of 7 mm from its original position. Immediately it was decided to do the intervention to prevent a longer impairment of blood flow with the 2 vbx stents and preserved the blood flow. There was no attempt to re-position the rlt device in that position as the other devices implanted further distally were deployed successfully, thus the physician did not pulled back on the rlt. The procedure could be completed successfully and no further reintervention is planned. On (B)(6) 2026, a follow-up meeting with this patient found type iiia endoleaks (left and right at the level of the common iliac artery). These type iiia endoleaks were reported for this procedure and it is captured in case (B)(4).